Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported she had been having all kinds of problems with her device, when asked to clarify, she stated she was getting shocking which she had already reported, so they shut it off and addressed her other medical emergencies. It was further clarified that the pain felt like she was getting shocked so they turned the device off to deal with other medical emergencies.

Manufacturer narrative:
Other applicable components are: product ID: 3889, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: (B)(4). Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; (B)(4): information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient stated she had to have her leads changed and switched to the other side. Patient stated she believed they kept the same ins however. Patient stated she was having excruciating pain. Patient stated she believed she had faulty wires. Patient stated she had this fixed on (B)(6) 2018. Patient reported that the revision occurred. Patient stated the manufacturer representative (rep) gave her another patient programmer since she lost hers. Patient stated she found it and inquired how to get a hold of the rep to return it. It was reviewed if patient wanted to give it back, she could give it to the healthcare provider (hcp) since patient had an appointment with hcp today. The reported symptoms were pain. No further symptoms or complications reported (B)(6) 2018: no new information.